Manufacturer narrative:
(B)(4). Repair is not yet complete.

Event description:
The handle was being used to move the liko m220 over a threshold, when the handle detached from the lift. The lift was not in use at the time. No injury was reported.